Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11068. It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. The watchman® access system (was) was deep seated in the laa. A 24mm watchman ® laa closure device & delivery system (wds) was then advanced. After the closure device was deployed, a drop in blood pressure was noted. An echo sweep revealed a pericardial effusion with subsequent tamponade. Pericardiocentesis was performed and the patient was noted to be stable. The closure device was released in the laa. No further patient complications were reported and the patient's condition was stable.